Manufacturer narrative:
Additional information will be forwarded following investigation conclusions.

Event description:
On (B)(6) 2026 bvi became aware of the following incident - the customer reported that during an icl procedure, the use of the bvi knife (bvi ref# 378228 received as part of the procedural pack bvi ref# 591048) resulted in an injury to the patient's natural eye lens. Intraoperatively, the blade was observed to have reduced sharpness and behaved as blunt, requiring more pressure than typically expected to perform the corneal incision. The customer clarified that the reduced sharpness led to increased resistance during corneal penetration, requiring higher axial force. Upon sudden penetration of the cornea, the release of resistance resulted in an unintended forward movement of the instrument into the anterior chamber, causing injury to the anterior lens capsule. The incident occurred during clinical use, and a patient was directly involved. The injury to the anterior lens capsule is clinically significant and is associated with a risk of progression to lens opacity (traumatic cataract). The customer indicated a justified suspicion that the patient may develop, or may already have developed, a cataractous lens change. In addition, potential impact on visual function due to altered incision morphology and possible surgically induced astigmatism was noted. Based on the available information, the device exhibited reduced sharpness during use, representing a device malfunction. This malfunction contributed to loss of controlled instrument behavior during a critical surgical step, resulting in intraocular tissue injury. The event resulted in injury to a critical anatomical structure (anterior lens capsule) and carries a foreseeable risk of further surgical intervention and permanent impairment of visual function. Based on the information currently available, we have determined that this incident meets the criteria of serious injury and thus was deemed reportable to competent authorities.